Event description:
A hospital in the us has reported that they noticed the rt240 circuit was leaking.

Manufacturer narrative:
The faulty device was visually examined. Results and conclusions: please see attached report "circuit leak (adult evaqua)" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints, we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place, at the time this complaint was received. We continue to monitor our complaint handling processes for effectivity.